Manufacturer narrative:
(B)(4). The customer suspected the bent mixers may have caused the erratic result. The system was decontaminated on (B)(6) 2010 prior to the field service engineer (fse) arriving onsite. During the instrument inspection, the fse found all of the mixers were bent at the cuvette positions. The wash wells were also out of alignment. The fse fitted new mixers and realigned the positions. The fse ran calibrators and quality control samples. The results were within specification. The operator reported additional magnesium flyers generated by the analyzer, where the cuvettes were observed empty after the reagent was added. When the fse inspected the sample that received the discrepant result, the fse observed a clot within the sample. The fse stripped the ict system down and bleached the flow path. The fse replaced the sample line, the ict pinch tubing, and the reagent 1 diluent line. The fse cleaned all the cuvettes and realigned the probes. The fse changed the vacuum diaphragms and fitted new 1 ml syringes. The fse ran the ict calibrations with a full precision check. The precision was within acceptable ranges and the instrument was running within specification. The customer complained that he did not observe sample aspiration errors generated and the sample probe was going into low samples. After the crash sensor was realigned, the aspiration errors were generated. The lls pre-amp s pipettor 16 board in the sample pipettor head had some liquid spillage on it. The fse replaced this board, and the instrument returned to running within specification. The instrument logs did not need to be reviewed, since the complaint issue was resolved by instrument troubleshooting and component replacement. The review of the architect system operations manual addresses operational precautions, limitations, and erratic results including probable causes and corrective actions. No adverse trends were identified related to this issue were identified. Based on the available information, no product deficiency was found. After the instrument troubleshooting along with multiple component replacements, the system has returned to running within specification.

Event description:
The account generated a falsely elevated architect c16000 magnesium result (2.95 mmol/l) on a patient. The specimen was repeated on a different architect analyzer with the expected magnesium result (0.83 mmol/l). The laboratory normal range for magnesium is 0.66 to 1.07 mmol/l. The falsely elevated architect c16000 magnesium result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the investigation is complete.